Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl, 141 mg/dl. It was unknown that the customer was using auto mode feature. Customer stated that it was stated that they did not know loss of communication. Customer was treated wit manual injection. Device will not be returned for the analysis.